Event description:
The lead pa was performed. Lead fracture was confirmed during analysis. Ring coil appeared to be broken. Scanning electron microscopy (sem) images performed on the coil break show that pitting or electro etching conditions have occurred at the break location. Broken quadfilar coil showed evidence that a stress induced fracture (fatigue appearance) has occurred in at least one strand of the quadfilar coil. Due to mechanical distortions (smoothed surfaces) the fracture mechanism of other strands cannot be ascertained. Abrasion was observed through the inner and outer tubing. Body fluid was observed into the tubing. The condition of the returned lead portion is consistent with conditions for the cuts in the tubing that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. No additional relevant information has been received to date.

Event description:
Per the neurologist, the high impedance to be due to lead fracture. It was reported that xrays were taken and confirmed the lead fracture. Lead revision was performed. The replacement generator and lead were tested and impedance was observed to be within normal limits. The explanted devices have not been received to date. No additional relevant information has been received to date.

Event description:
The patient was referred for generator replacement. It was noted that the explanted generator was depleted and unable to measure impedance in pre-op. When the new generator was connected, high impedance was observed. The surgeon disconnected, cleaned and reconnected the lead multiple times. The high impedance did not resolve. The replacement generator was left implanted and xrays were ordered to confirm the lead fracture. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
The explanted lead was received. Product analysis of the lead is being performed. No additional relevant information has been received to date.